Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the physician reported that the patient faced infusion set cannula was bent at the infusion set base, which cause the patient blood glucose levels elevated to 600 mg/dl which was lasted for few hours. The patient went to emergency room due to high blood glucose levels and released a few hours later. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.